Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. Based on this information, a cause for the reported difficult to open or close (gripper actuation - single) cannot be determined. The reported off label use (patient selection) was associated with the use of the mitraclip device on the tricuspid valve. It should be noted that the indication for use section of the mitraclip g4 system, instructions for use (IFU) states: the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. There is no indication that using the mitraclip on the tricuspid valve caused or contributed to the reported events. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Clips were successfully implanted, reducing mr to 1. The procedure was then switched to treat the tricuspid regurgitation (tr). One clip delivery system (cds) was advanced and placed however during simultaneous gripper actuation, one of the grippers would not lower. It was noted the cds was curved greater than 90 degrees. Several attempts were made however the gripper would still not lower therefore the cds was removed. Outside the anatomy the curves were released from the cds and the grippers were able to function as normal. A new clip was placed, reducing tr from x to x. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.